Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that none of the drawers were detected on the bus. The field service engineer powered off the firewall and reseated the communication sled cables to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator had a helmer refrigerator was failed. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.